Manufacturer narrative:
Other applicable components are: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. It was reported that the patient had stimulation in the wrong location; it started in her knees instead of her feet and was uncomfortable for her knees so she stopped using therapy but continued recharging. The patient noted that they had fallen a few times but had never hit the implant or been injured and there were no traumas or falls in the past few months that could be related to the issue. The patient reported that she thought the leads might have been implanted incorrectly but the therapy worked correctly after implant. The patient stated she thought the stimulation issue started a year ago, but couldn&#38176;confirm and later stated she met with a manufacturer representative for programming one year after implant and noted there must have been an issue then and the adjustment was pretty good. The patient reported if she sat in a chair and leaned back she felt stimulation in the right place, but not when she was walking. The change in therapy or symptoms was considered gradual. Additional information received from the consumer reported that they had met with their physician on (B)(6) 2016 for an appointment. The patient had an x-ray which showed that the wires had not moved and was told to have the manufacturer representative adjust the implant. The patient saw the representative on (B)(6) 2016 and was trying the new settings to see if it resolved the stimulation in the wrong location. Additional information received from the patient via a manufacturer's representative (rep) on (B)(6) 2016 reported that the patient had a lead revision and battery replacement due to undesired stimulation coverage. It was noted that the patient had needed a lead revision because her stimulation never covered below her knee. Once in surgery, fluoroscopy indicated that the lead had moved up about 1 vertebral body. The lead and implantable neurostimulator (ins) were replaced with an MRI compatible system. Stimulation turned on after surgery and the patient had excellent coverage. The patient's status at the time of the report was listed as "alive with no injury." The issue was noted to have been resolved at the time of this report.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.